Event description:
A male pt was enrolled in the study in 2007, with a 2-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the proximal to mid circumflex. It was type b2, native and de novo. The lesion had a reference vessel diameter of 2.75mm and a lesion length of 40mm. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8 atm. A 3.5 x23mm cypher select plus stent implanted and a 2.75 x 13mm cypher select plus stent also implanted. The stent was not post-dilated. During the one-month phone call the pt reported experiencing angina pectoris. In 2007, the pt was admitted for a staged procedure to treat a lesion in an unknown location. The following month, the pt returned for a staged procedure to treat a lesion in an unknown location. During the six-month phone call in 2007, the pt reported experiencing angina pectoris.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united stated product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00691. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.